Manufacturer narrative:
Follow-up # 1: date of submission 05-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: a review of the pump black box data showed no evidence of pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was cracked in two places and had damaged threads. The returned battery cap had damaged threads but cap was still able to fit to the pump and maintain and electrical connection. The pump was exercised for 24 hours with no loss of power occurring therefore the investigation was unable to duplicate the initial complaint about a ¿power¿ issue. The pump¿s cover was removed and there was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.